Event description:
A customer contacted baxter's technical service center reporting that the line was filled with air while on the homechoice (hc) machine initial drain. The technical service representative (tsr) explained and advised home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an intermittent stop key. The root cause was determined to be a non-functional stop key. The pump head module keypad was replaced to repair the reported condition. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had an intermittent stop key. It is unknown when or at what point in the process this event occurred. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.